Event description:
It was reported that a patient had been hospitalized due to a low glucose reading with supreme test strip. No other information was provideddevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: invalid data. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: no. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.